Event description:
Allegedly primary surgery was performed on (B)(6) 2010. The surgeon found a pseudotumor by MRI. The surgeon performed the revision surgery on (B)(6), 2014. As an observation during surgery, there were tissues without blood. And the colors for the tissue were ?white? Or ?yellow?. There were black physical matters on the head-neck junction. The surgeon wants to know the following contents. Wear condition for articulation surfaces for head/cup. Corrosion/wear condition for head-neck/neck-stem junctions. Especially analysis for "black portion.?.

Manufacturer narrative:
This is the same event as 3010536692-2014-01157, 01158. This event occurred in (B)(6).